Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. Post implant, same day, the sterile sleeve of the implanted impella 5.5 pump was inadvertently cut after the drapes were removed. A tegaderm was placed over the opening using a sterile technique to manage the damage. Support with the implanted pump was uninterrupted. There was no report of indication of patient harm.

Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. The pump was not returned for investigation. As per the clinical information provided, it is clear that the sterile sleeve was accidently cut by the doctor and tegaderm was placed over it. Therefore, the root cause of the product damage - sterile sleeve issue was use related to improper technique.